Event description:
It was reported that the patient presented in hospital for an unrelated procedure. Upon interrogation, the left ventricular lead exhibited loss of capture. No dislodgement was noted on the x-ray; micro dislodgement was suspected. The device was reprogrammed to right ventricular pacing only. Patient was stable.

Event description:
New information received stated that left ventricular lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.